Manufacturer narrative:
Continuation of d10: information references the main component of the system. Other relevant device(s) are: product ID: 977a260; serial/lot #: (B)(6), ubd: 27-jun-2023; UDI#: (B)(4). Product ID: 977a260; serial/lot #: (B)(6); ubd: 27-jun-2023; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the stimulator needs to be extracted because the 'spinal cord wire broke', pt said 'it didn't just break', it's like they suffering from 'erosion' from the device inside their 'skin'. Agent had difficulty understanding the pt because they were talking away from the phone and driving during the call. Pt said they went to a doctor for 'infectious disease' and looks like they have an infection. Pt said they spoke also with their pain management but won't consider them as patient until '(B)(6)'. They were told that they need a neurosurgeon to probably remove the stimulator, but they don't know who to go to. Pt mentioned that they are in extreme pain. Pt said they found out that they have an 'active infection' and 'open wound', so the pain management won't takeover and it has to be the neurosurgeon. When asked for event date pt said 'last monday'. Pt stated they have some 'bruising' and the 'battery pack was kind of protruding' but was not causing them any pain and they had an MRI. Pt said they were told that if it's not bothering them, 'leave it alone', but they are fine now. Pt also said that 'it's not bothering' them until last monday, they drove to work just fine and they felt like 'discharged'. They spoke with 'director of nursing', and they took a picture and found out that there's an open wound, so something happened that cause to 'break through' their skin. Agent reviewed patient services role. Agent reviewed sending the physician listing and redirected them to their healthcare provider (hcp)  to further address the issue. Pt mentioned since they have an 'infectious disease' they started having treatment for the meantime.